Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after applying a clip it was difficult to open and release the jaw from the tissue. They manually released the jaws. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.